Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr under-infused during patient infusion, the caffeine amount to be infused was 0.59ml, and the pump infused only 0.56 ml medication. When the nurse initially programmed the pump, it turned off twice while attempting to program the medicine into the pump. On the third try, pump programmed with the medicine and started the infusion. The pump was programmed to run the medicine over 30 minutes in the drug library. It alarmed after 30 minutes that the infusion was complete but the remainder of medication not given. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 . H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.